Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with 300cc mentor smooth round moderate profile saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician via mammogram. As a result, the patient is scheduled for removal on (B)(6) 2020.

Manufacturer narrative:
On may 28 2020, the mentor failure analysis lab received the device for evaluation. Additional information was received indicating the explantation date was (B)(6) 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device and extending to the posterior view, consistent with a crease/fold. A tear was also observed within the crease/fold on the anterior view, measuring approximately 0.2 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 21 2020, additional information was received indicating the replacement devices were mentor memorygel breast implants 340cc, catalog number 3507340mc, serial number (B)(6) (r) and serial number (B)(6) (l). Manufacturer¿s reference number: (B)(4).